Event description:
It was reported that there was a constant air in line alarm. Per reporter, the event occurred during testing and there was no patient involvement. Evaluation of the returned device identified a faulty air detector.

Manufacturer narrative:
B3: unknown, year valid. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing found that air detector was faulty, confirming the customer reported issue. The air detector was replaced to address this issue.